Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the drive shaft comes apart due to excessive wear. Additionally, the functional testing revealed that the device got hot and failed the rpm testing. Device was inspected, and repaired by replacing a few components.

Event description:
Customer reported that the safe lock is not working properly. This is 1 of 1 report for (B)(4).